Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported via a medwatch report. The report states "infant had a chest tube with [pleur-evac] attached. The point where the tube entered the [pleur-evac] unit broke off compromising the integrity and sterility of the unit. The chest tube had to be removed and replaced in a critically ill infant on hfov (high frequency oscillatory ventilation) ventilator, nitric oxide, umbilical lines, and pressor drips. New chest tube was inserted by md (doctor)". No patient harm or injury. The patient status is reported as "stable and thriving".

Manufacturer narrative:
(B)(4).

Event description:
Reported via a medwatch report. The report states "infant had a chest tube with [pleur-evac] attached. The point where the tube entered the [pleur-evac] unit broke off compromising the integrity and sterility of the unit. The chest tube had to be removed and replaced in a critically ill infant on hfov (high frequency oscillatory ventilation) ventilator, nitric oxide, umbilical lines, and pressor drips. New chest tube was inserted by md (doctor)". No patient harm or injury. The patient status is reported as "stable and thriving".